Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous proximal right coronary artery. The 8mm x 5.00mm nc quantum apex¿ balloon catheter was used for dilation. The balloon was inflated at 12 atmospheres on the first and second inflation. On the third inflation, the balloon ruptured at 14 atmospheres. No kink was noted prior to use and no resistance was encountered during the procedure. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous proximal right coronary artery. The 8mm x 5.00mm nc quantum apex balloon catheter was used for dilation. The balloon was inflated at 12 atmospheres on the first and second inflation. On the third inflation, the balloon ruptured at 14 atmospheres. No kink was noted prior to use and no resistance was encountered during the procedure. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the nc quantum apex catheter was received with no original packaging or other devices. Magnified inspection revealed no damage. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. The device was deflated by applying negative pressure with the inflation device. Functional testing revealed no evidence of the alleged balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).